Manufacturer narrative:
Electrode belt sn (B)(4) was returned and evaluated at the distributor. The reported problem (check te messages) has been confirmed. Upon investigation the rear therapy electrode pulse wire was found to be broken in the distribution node. The cause for the check te pad messages was the open pulse wire. The root cause for the broken wire was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was causing excessive gonging alarms to check the therapy electrode pads.